Event description:
It was reported by service report that the footboard was not operating correctly and it indicated a communication error. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard assembled incorrectly.